Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates that the tibial implant of the left knee arthroplasty is loose with radiolucency along the tibial component, consistent with osteolysis. The femoral implant fit and overall alignment are maintained. Bone quality is described as osteopenic. No signs of malalignment, dislocation, or additional implant failures were identified. The tibial implant loosening was determined to be the cause for revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d5; d9; g1; g3; g6; h1; h2; h6. Visual examination of the returned product identified signs of use (scratches, gouges). Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d10 - medical product: articular surface catalog # 00596205010 lot # 62483732. G2: australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure ten years post implantation due aseptic loosening of tibia. Patient noted pain. Attempts to obtain additional information have been made; however, no more is available.